Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient advised he had some wetness last night from the headset, which had soaked the plaster and the t-shirt he was wearing. No adverse event alleged. Device not available for return.